Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had replaced battery now alarm. The customer¿s blood glucose was high and it was unknown. Customer reported that they did not received low battery alarm prior to replaced battery now alarm. The customer was advised that the insulin pump needed to be replaced and was advised that customer may continue to wear the insulin pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Replace battery now and low battery alert due to connector resistance issue.